Event description:
It was reported the h2tuv was used during an unknown procedure. It was reported by the affiliate that (1) h2tuv handle piece was broken. Opened another device to complete the case. There was no consequence to pt.